Event description:
It was reported that a malfunction alarm occurred on the pump. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided information on how to reset the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer understood the instructions and was advised to call back if the issue recurs and could continue using the pump.